Manufacturer narrative:
Concomitant products: product ID: 3037 serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va07230, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. This started 2 months ago. Historically, the patient had good pne/basic evaluation outcome where she had 9 voids while awake, 1-2 during the night, and no leaking and urgency. The patient did well. (B)(6) was the patient's worst month ever as she had been wet most days (in the past she had been dry most days). The patient was seen on (B)(6) and they played with the programming some. The patient used the program she was given for 2 wks but it got really bad so the patient switched to another program but the patient was still wet most days and her urgency was much stronger. They had been using clinician favorites for programming and was not sure if they had tried any programs using case in the past. The patient was still feeling stim some but was not getting therapy. With regard to impedance: it was unknown if there had been any falls or trauma. There was a reading >4000 ohms on all of the bipolar pairs. Unipolar pairs were normal range at 1206 and 1245 ohms range. Additional information received noted that the cause of the event was unknown. Regarding abnormal impedance measurements it was noted that case + - 0 were greater than 4000. Xray (B)(6) 2013, showed normal placement. Reprogramming (B)(6) 2013: case positive, 0 negative at 1.6 mhz. It was noted that the patient had not yet returned. Hospitalization was not required. Patient outcome was noted as no injury.